Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. However, the patient's blood glucose at the time of call was 535 mg/dl. The patient did not mention how she treated for the high blood glucose. During troubleshooting the customer was able to prime without incident. The insulin pump was not returned for analysis.